Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of his blood glucose readings was not being stored in the memory of the contour next ez meter. The customer stated that readings in the meter memory were also missing date and time stamps. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The customer also returned the contour next test strips. However, during the call, the customer stated that he did not have any test strips left in the bottle associated with the incident. Therefore, it is possible that test strips from another test strip lot number were added to the bottle and sent to the laboratory for evaluation. In-house contour next test strips were used from the same lot for testing. In-house testing was performed using the returned meter with returned test strips and in-house test strips, which gave a satisfactory reading. All blood glucose readings obtained during in-house testing were properly stored in the meter's memory. The alleged missing reading was also found in the meter's memory. Additionally, the device history records were reviewed for the suspected contour next ez meter and contour next test strips, and no manufacturing anomalies were found.